Event description:
Patient additionally reported a bilateral exchange from textured to smooth breast implants due to concern with the product. Healthcare professional later confirmed a bilateral exchange has been scheduled from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "allergic reaction/hypersensitivity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.

Event description:
Patient reported right side "had an allergic reaction." Manufacturer of device is unknown. Device has been explanted.

Manufacturer narrative:
Corrected data: b.5, d.1, d.4, h.6.

Event description:
Patient reported right side "had an allergic reaction." Manufacturer of device is unknown. Device has been explanted.